Event description:
It was reported that mechanically assisted crevice corrosion and secondary adverse local soft tissue reaction and pseudo tumor formation after rejuvenate femoral component due to modular neck-stem mechanism failure.

Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report.